Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2,000mcg/ml at 1350mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord. On (B)(6) 2019 it was reported that a critical alarm sounded, a pump motor stall occurred with no recovery. Per the reporter the patient and the healthcare provider denied any recent MRI¿s or other events that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the cap was aspirated and the catheter was patent. Per the event logs motor stall occurred (B)(6) 2019 at 11:58pm and a motor stall recovery on (B)(6) 2019 at 11:15pm with another motor stall on (B)(6) 2019 at 1:45am with no recovery. Eri (elective replacement indicator) was 11 months and the healthcare provider suspected device malfunction. The patient came to the hospital (B)(6) 2019 and the physician added the patient for emergency pump replacement. The pump was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any additional information regarding the event.